Event description:
It was reported that the system 9600 displayed a saturation fault during a film shot. There was no adverse pt involvement reported. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the x-ray tube rotor could not move. The x-ray tube was replaced. Additionally the secondary collimator was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.